Event description:
It was reported that while using the unspecified bd¿ pen needle there is no insulin flow. The following information was provided by the initial reporter: verbatim: comments: I use insulin pens to inject my insulin 2x a day. I have good luck most of time however recently I've been having to open one or more needles because I get no insulin flow. I kept looking for a reason why and I've discovered some of the needle end the needle is crooked if you flip it over and look it's a crooked "l" shape not straight and does not go into the insulin solution so sometimes I have to open 2 or 3 pen heads to get the pen to work.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd pen needle there is no insulin flow. The following information was provided by the initial reporter: verbatim: comments: I use insulin pens to inject my insulin 2x a day. I have good luck most of time however recently I've been having to open one or more needles because I get no insulin flow. I kept looking for a reason why and I've discovered some of the needle end the needle is crooked if you flip it over and look it's a crooked "l" shape not straight and does not go into the insulin solution so sometimes I have to open 2 or 3 pen heads to get the pen to work.